Event description:
Customer reported receiving a high reading of 124 mg/dl on her adc meter and while visiting her son experienced hypoglycemic symptoms, became non-responsive and lost consciousness. Paramedics were called and they received an hcp meter reading of 37mg/dl. She was transported to a local hospital, diagnosed with hypoglycemia and treated with an IV (solution unk) and given glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation, and a final report will be submitted when the investigation is complete.